Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, while being applied at the lung, the stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced the device to continue the surgery. There was no patient injury.